Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter indicated that the up and down arrow buttons were intermittently responding. The reporter confirmed that there was no known trauma to the pump and no visible damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/23/2013 with the following findings. Investigators were unable to confirm or duplicate intermittent 'up' and 'down' buttons. Testing confirmed the 'up', 'down', 'ok' and 'contrast' buttons are responsive to button presses and are functional. The keypad has no visible sign of damage. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Observed evidence of moisture ingress. Under magnification, observed corrosion forming on the 'up' and 'contrast' contacts.